Event description:
It was reported that the cage broke during impaction. The broken pieces were retrieved. The broken device was not implanted.

Manufacturer narrative:
The implant was returned to the MFR where the breakage of the device was confirmed. Device history record were reviewed and no evidence was found to indicate nonconformance to the mfg and/or design specs. The most likely cause of the event is excessive force applied on the cage during insertion.